Event description:
Inbound call spoke with pt's spouse, (B)(6) stating that when pt changed to new pump, tubing filled with blood with the next morning. Pt was instructed my md to change tubing and pump and is now doing fine. Pt suffered no adverse events; however, was instructed by md to exchange pump. Sn (B)(4) due date: 08/18/2017 was pump used during event. Spouse would like new pump sent to home address and pump return scheduled. No signature required. Informed infused team to set up order. No other info provided. The malfunction occurred while in use, it did not cause any harm to the pt. We are currently working on replacing the device. Dose or amount: 20.1 nkm, continuous IV, from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.